Event description:
Boston scientific received information that this local representative contacted technical services to report that this device and competitor right atrial (ra) lead exhibited one out-of-range (oor) pacing impedance measurement. The local representative performed pocket manipulations, in addition to other testing, and no abnormalities were identified. Ra pacing thresholds and sensing were within normal range. Technical services discussed continued monitoring of this device and competitor lead system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6), 2015. The device was explanted due to advisory/recall (see report#2124215-2015-13698) and replaced without incident. The chronic competitor right atrial (ra) lead and boston scientific right ventricular (rv) defibrillation lead remain in-service. The device was received at boston scientific's return products department.